Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of the incident and other blood glucose value were 54 mg/dl, 45 mg/dl and 62 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that the sensor had blood at site. Auto mode feature was active. The device will not be returned for analysis.